Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 256 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. Esc button did not respond due to corroded keypad trace. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.